Manufacturer narrative:
Eval results: visual inspection of the returned product showed that a haptic was bent and there was a clear surgical residue on the lens. Conclusion: (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three piece lens and the haptic got stuck in the injector. There was no pt contact.